Manufacturer narrative:
H3: product analysis of 105-5091-150, lotno:b531134 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within two resealable plastic biohazard pouches. The shaping mandrel and heat source used was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 micro catheter hub. The distal ~2.5cm of the distal micro catheter appeared shaped. The coating was observed damaged at this location. The micro catheter was found partially broken proximal to the marker band. The distal marker band and distal tip were found crushed. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.7cm and the usable length was measured to be ~1 48.1cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end and broken location. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the broken location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿material rupture during set-up¿ was confirmed. The coating was found damaged, and the tip was found partially broken. Possible causes of the damages include but not limited to using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), or due to holding the device against the heat source too long (approximately 10 seconds). The micro catheter tip and marker band were found crushed. It is possible the catheter tip crushing occurred during return shipping as the shaping mandrel would have prevented the tip from crushing during the steam shaping process. As the shaping mandrel and heat source used in the event was not returned for analysis, any contribution of the shaping mandrel and heat source towards the coating damage, catheter break and catheter crushing could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter that was damaged during preparation. It was noted that preparation was done per the instructions for use (IFU). It was reported that the echelon microcatheter was shaped by the user. After shaping, the distal end was "split" and the device could not be used. The catheter was replaced for the procedure. As the issue occurred and was observed during preparation, there was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the catheter had cracks and the catheter was intact. The cause of the catheter damage was not d etermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.